Event description:
The user received a false positive troponin t result for one patient sample. The initial result was 0.839 ng per ml, repeat result was 0.010 ng per ml. The same sample was repeated again on (B) (6) 2009, with a result of 0.010 ng per ml. No false troponin t result was reported because it is the lab protocol to repeat testing for patients with positive results with no troponin t history. The field service engineer checked the analyzer and performed performance tests, no problems were found. If additional information is received, appropriate notification will be provided.